Event description:
It was reported that during device replacement for eri, the ra and rv lead exhibited oversensing of noise. High capture threshold was also noted on the rv lead. The leads were capped and replaced on (B)(6) 2018. There was no adverse affects to the patient before, during or after the procedure.